Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing healing impairment at the midline incision. The patient underwent an explant procedure where full system was removed. The explanted device was kept at the facility.